Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was feeling uncomfortable impulses/stimulation in their rectum which was sort of like an electric sensation. The patient indicated that the issue normal lasts a couple of minutes, but while sitting watching a movie the other night it was more continuous. The patient then report that they had been increasing stimulation due to having accidents and was currently at 4.2 after increasing from 2.9. The patient was advised that stimulation should be kept at a comfortable level and that if reducing stimulation decreases therapy the patient should discuss changing programs with their healthcare provider (hcp). On (B)(6) 2018, additional information was received from the patient reporting that the circumstances that led to the event was that they felt electrical stimulation in their rectum. The steps that were taken to resolve the issue was changing programs but patient was still keeping their doctor's appointment on (B)(6) . The issue was not resolved yet. No further complications were reported.